Event description:
It was reported that bd intima-ii¿ closed IV catheter system broken. This was discovered during use. The following information was provided by the initial reporter: the patient, who went to our hospital at 17:00, on (B)(6) 2019, the clinic diagnosed diagnosis of cor pulmonale. At 17:00, on (B)(6) 2019, the nurse followed doctor's advice to give intravenous anti - inflammatory symptomatic treatment to the patient, the nurse found in disposable infusion with venous indwelling needle's head crack, unused, it was not bad consequences and reported in a timely manner.

Manufacturer narrative:
A device history review was conducted for lot number 8325656. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system broken. This was discovered during use. The following information was provided by the initial reporter: the patient, who went to our hospital at 17:00, on (B)(6) 2019, the clinic diagnosed diagnosis of cor pulmonale. At 17:00, on (B)(6) 2019, the nurse followed doctor's advice to give intravenous anti - inflammatory symptomatic treatment to the patient, the nurse found in disposable infusion with venous indwelling needle's head crack, unused, it was not bad consequences and reported in a timely manner.